Event description:
It was reported that broken sensor wire occurred. The product was evaluated. An external visual inspection was performed and no damage was found. The allegation was not confirmed. Customer complaint could not be confirmed as wearable has no damage. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient alleged a portion of the broken sensor wire remained in the skin and he became symptomatic. The patient developed a foreign body reaction that consist of redness, swelling, a nodule (half dollar coin size), and pain at the insertion site. The patient mentioned he has a history of cancer and had surgery and was taking oral oxycodone to manage his post-surgical pain during the time the broken sensor wire event occurred. On (B)(6) 2024, the patient consulted a physician who confirmed the sensor wire was not retained at the insertion site and prescribed oral antibiotic medication (ciproxin, unspecified dosage and frequency) to help with the swelling. At the time of follow up contact on (B)(6) 2024, the patient confirmed the swelling has subsided and he was doing well. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e1803 nodule.